Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This site has been performing the bravo procedure for 2 years. The vacuum pump was medela and the vacuum pressure when testing pre-procedure and during placement was 550 mmhg. Small amount of ky lubricant was used to facilitate capsule replacement. The delivery system and the capsule will be returned to given.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released, causing the capsule not to detach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.